Event description:
It was reported that colonic ftrd was used for the treatment of an ademona at the appendix. Clip application was not verified before tissue resection. The resulting perforation was closed with a clip.

Manufacturer narrative:
The device was discarded and therefore not available for technical analysis. According to the information provided by the user it is highly likely that after turning of the hand wheel it was mistakenly assumed that the clip was deployed although the white application ring was still visible. It is stated in the instruction of use that the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2023.